Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 13366 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for six applications. The catheter failed the performance test due to system notice #50011 ¿the refrigerant delivery path is obstructed.¿ the manual inflation test and inserting the luer inside the balloon, showed debris (dried blood) in the injection tube of the balloon segment. Dissection of the catheter showed a kink on the guide wire lumen at 1.009 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.